Manufacturer narrative:
Batch # 24026047, 24075145. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set was kinked. The following information was received by the initial reporter with the following verbatim it was reported by customer that kink in tube, causing low flow.

Event description:
Codes update.

Manufacturer narrative:
Investigation summary: (B)(6): it was reported by customer that kink in tube, causing low flow. Samples for the reported failure mode were requested in order to identify any kink and determine a root cause; however, no samples were received for evaluation. Root cause definition: no root cause definition was determinate due to the customer did not provide a sample for evaluation. Corrective and preventive actions: no preventive and corrective actions required since the failure mode could not be confirmed. We regret any inconveniences caused with our product. We will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate. A device history record review for model dyndtn1529 lot number 24026047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.